Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.

Event description:
It was reported that an occlusion alarm occurred. Reportedly, the customer was taken to the emergency room (ER) and was subsequently admitted into the intensive care unit (ICU) with a blood glucose level of 521 mg/dl and high ketones. Customer attempted to address the elevated (bg) with a manual insulin injection. Customer was treated with intravenous fluid drip and insulin. Multiple follow up attempts were made by tandem technical support to obtain further information, however, no response was received by the customer.